Event description:
It was reported that a large volume infusor overinfused medication to the patient. The medication delivery completed 12 hours earlier than the expected therapy time. This was observed during use. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from december 02, 2019 - december 03, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed an image of an infusor device. The reported issue cannot be clearly identified in the photograph therefore the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.